Event description:
It was reported that pt experienced hyperglycemia (512 mg/dl) and it was resolved without medical intervention within 24 hours.

Manufacturer narrative:
Pt reported that her blood glucose was 303 mg/dl when she woke up on (B)(6)2010 and had not delivered any boluses at the time of the call to customer support (2:48 pm) when her blood glucose was 512 mg/dl. Pt and husband denied signs or symptoms of dka; the pt did not require medical intervention to treat the hyperglycemia. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.